Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm and the health care provider told him to call and report it. Customer stated that the incident date was (B)(6) 2016. Customer stated that he was sitting and watching tv when the motor error alarm occurred. Customer stated that the drive support cap appears normal. Customer stated that the date was incorrect. Customer had a reprogram alarm/check settings alarm. A motor position encoder error alarm was also found in the pump alert history. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, unexpected restart or occlusion tests due to the motor error alarms. All operating currents were within specification. Cleared the user settings and programmed the pump with the current time and date. The pump was monitored for several days and no unexpected check setting alarm occurred or time clock anomaly was noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.